Event description:
Pt reported that she thought the device migrated into her bladder. Ultrasound confirmed migration of device into the bladder and cystoscopy is being scheduled to remove device. Pt did not experience a serious injury. Event is identified in physician/pt labeling.